Event description:
The homecare provider (hcp) reported the following information: 1) the h-46 was delivered to the pt. 2) a few hours later, during the patient's first fill after delivery, the quick connect froze open and leaked all the contents. 3) no injury occurred.